Manufacturer narrative:
(B)(4). When reviewing similar reportable events for voyager and similar portable ceiling devices (v3 , maxi sky 440), we have found a number of cases related to the failure: ceiling lift part dropping off the track due to a detachment of the strap or carabiner. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate observed for reportable complaints with this failure is low. The voyager is a portable ceiling lift designed for lifting patients in a homecare setting, at a nursing home and in other assisted living centers. To provide an easy and safe installation and usage of ceiling lift devices, it is crucial to follow all safety instructions regarding device attachment on a track, included in the device instruction for use. The ceiling lift consists out of a ceiling-mounted rail, which holds a cassette, that in turn holds a strap and a carabiner-type hook that hold the spreader bar which suspends the patient in a sling. The correct installation of the carabiner on the reacher is essential to provide safe and efficient transfer. Based on the collected information, a movie presenting on how the event occurred and the internal investigation, it has been concluded that in this particular case the carabiner was oriented in a position that forced its latch to open, which is considered as incorrect installation. The carabiner mobile part head has to be installed correctly before use. Otherwise, the carabiner mobile part head is down head and the device strap could slip out of the mobile part - as in this complaint. From this evaluation it would appear most likely that the event was caused by a user error - incorrect installation of the strap and carabiner in summary, the strap detached from the carabiner and from that perspective, the device did not perform as intended. At the time of detection of the malfunction, the device was being used for treatment or diagnosis of the patient - the resident was reported to be positioned onto a chair, attached on the ceiling device. This event is considered to be cause by use error :not following the IFU instruction: strap installed on the latch itself or/ and the carabiner was oriented in a position that forced its latch to open.

Event description:
Arjohuntleigh received a complaint indicating that once the resident was positioned onto a chair using the portable ceiling lift: voyager, the strap came out from the carabiner, causing the ceiling device parts to fall on the floor, brazing the resident's head. Fortunately, the patient did not sustain any serious injury.